Event description:
During follow-up, low pacing impedance and increased capture threshold resulting in a loss of capture were observed on the left ventricular (lv) lead. Lv lead dislodgement was suspected. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information received indicated x-ray imaging was performed and confirmed left ventricular lead dislodgement. Lead revision is anticipated to be performed. No further intervention has been performed at this time.